Manufacturer narrative:
(B)(4). One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Initial visual inspection found no defects. The customer reported the knife blade was exposed. The reported condition was not confirmed. The investigation found that the knife was able to advance smoothly along the knife track when the latch and trigger were retracted. The knife could not be advanced with the jaws open. The knife cut was tested on a silicone test strip with satisfactory results. The knife was inspected under magnification, and no defects were seen. An additional failure was found during the investigation; the device produced an immediate re-grasp alarm. The additional findings did not contribute to the reported condition. Further investigation found that the device produced a constant re-grasp alarm. The rfid logs were reviewed to find that the device successfully completed 55 seals. The device failed resistance testing. The device was disassembled, and investigation found the insulation on the red wire had been damaged at the pull tube slider. The damage is consistent with an assembly defect. The damaged red wire also resulted in the break of continuity after repeated use. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device are open and the knife blade was freely moving in the open jaws. Another ligasure lf1737 instrument was used to complete the procedure. There was no patient injury.